Manufacturer narrative:
Concomitant medical products: 4196 lead, implanted: (B)(6) 2010; 6945 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was functioning suboptimally. Follow up concluded that the lead was undersensing. An attempt was made to insert a new ra lead but the lead could not be advanced due to the patient's stenotic left subclavian vein. The attempted lead was removed and the chronic lead remains in use. No patient complications have been reported as a result of this event.